Event description:
It was reported that the implantable lead adapter was part of the infection issue. The implantable lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).